Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of breaking out in a rash and thought it was due to the insulin. Customer reported that blood glucose was 45 mg/dl and 52 mg/dl. Customer requested a tape kit. Customer was advised to see a dermatologist regarding rash.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.